Event description:
A report was rec'd that a pt was experiencing dull, intermittent and throbbing pain in the right side of the body due to stimulation. The physician prescribed pain medication. The physician indicated that the pain was caused by the device and the medication was administered due to the pt's stimulation discomfort.